Manufacturer narrative:
The customer's report was observed during evaluation of the device. The device was recently upgraded to mcu sw version 17.08 and had ECG app sw version 1.60, when it should be ECG app sw version 1.70. The ECG app sw was upgraded to 1.70 to remedy the problem. Based on our communication with the customer, we suspect there was an issue when updating this device. We confirmed with the customer that other devices that were upgraded had the correct sw versions. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.